Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2009, this patient underwent treatment with aortic arch replacement and self-made open stent. On (B)(6) 2015, the patient underwent emergency endovascular treatment using two gore® tag® conformable thoracic stent graft for ruptured thoracic aneurysm distal to the open stent. On an unknown date, follow-up examination revealed an enlargement of the aneurysm diameter. On an unknown date, about 1 year ago, follow-up contrast-enhanced CT showed no obvious endoleak, and enlarged aneurysm diameter was confirmed. On an unknown date, the latest follow-up contrast-enhanced CT showed a contrast-enhanced effect similar to type iiib endoleak. On (B)(6) 2022, the patient underwent reintervention. The additional stent graft was deployed to reline the device. Intraoperative contrast showed no apparent endoleak. The patient tolerated the procedure. The physician stated as follows; as far as I confirmed the contrast CT and 4d CT, the possibility of type 3b was high. However, it was difficult to determine because two ctag overlapped there, and no clear endoleak could be confirmed by intraoperative contrast. It was tortuous from the distal end of the self-made open stent, and it was possible that the distal end affected and damaged the ctag.